Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn, broken and deformed. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim # (B)(4).

Event description:
A health care professional reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens was removed. This resolved the problem. Cause of event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
B5 - remove statement "it has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category." D4 - primary unique device identifier (UDI) #: (B)(4). H4 - 4. Device manufacture date: 30-apr-2023 corrected to 25-apr-2023. Claim # (B)(4).